Manufacturer narrative:
Date of explant unknown. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-01198. 1627487-2020-01196. It was reported that the patient had the scs system explanted due to not providing adequate relief. No further information is available.